Event description:
It was reported that the ilet sleep/wake button required excessive force to actuate and was unresponsive to normal touch, while the pump otherwise operated and blood glucose management remained unaffected. Symptoms included no adverse clinical symptoms. Outcomes included no impact on therapy continuity and no need for medical care. Investigation included device replacement logistics and return authorization for evaluation and inspection of the returned device. Investigation of this device revealed a suspected mechanical failure of the sleep/wake button assembly consistent with a hardware component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the sleep/wake button mechanism.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.